Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 tips to hemopro are coming apart, metal piece detaching.; the silicone was fraying. The silicone did not come off the device and there was no need to retrieve any pieces. The same device was used to complete the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 07/29/2024. An investigation was conducted on 08/01/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The heater wire was observed to be flexed away from the based of the hot jaw but remained attached at the tip of the jaw, which can be attributed to clinical use. The gray silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. Based on the returned condition of the device and investigation results, the reported failures "peeled; jaw" and "material twisted/bent; wire" were not confirmed. The lot # 3000372257 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number.. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.